Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that a centrimag console was non functional. The customer attempted to troubleshoot the console by replacing the batteries. A video was sent to technical services showing the lamp illuminated for mains power although the unit was on the battery. The centrimag console was sent for repair. This event was previously not reported due to no patient involvement. Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.

Manufacturer narrative:
Section d1: corrected data.